Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was used in a thoracoscopic esophagectomy procedure on (B)(6) 2025, and ¿a fragment of the trocar detached inside the body. It was noticed during surgery, and the fragment has been retrieved. During the procedure, the trocar was found to be easy to dislodge, and upon inspection, damage and detachment of a fragment (tip portion) were discovered.¿. The procedure was completed with the use of an alternate same device. Further assessment found there was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. The patient's current status is: "fine. The patient was not affected by the product problem and is scheduled to be discharged tomorrow. The procedure was vats (not robotic surgery). The break was discovered at the end of the chest cavity operation and the fragments were recovered. The trocar was inserted between the ribs, and contact with the ribs is suspected to be the cause.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: reported event of ¿damage and detachment of a fragment (tip portion)¿ was confirmed. Examination of returned used ias12-100lpi device found that a piece of the trocar tip had broken and detached from the device. The trocar shaft also had two cracks in it. The fragment was returned. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was used in a thoracoscopic esophagectomy procedure on (B)(6) 2025, and "a fragment of the trocar detached inside the body. It was noticed during surgery, and the fragment has been retrieved. During the procedure, the trocar was found to be easy to dislodge, and upon inspection, damage and detachment of a fragment (tip portion) were discovered." The procedure was completed with the use of an alternate same device. Further assessment found there was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. The patient's current status is: "fine. The patient was not affected by the product problem and is scheduled to be discharged tomorrow. The procedure was vats (not robotic surgery). The break was discovered at the end of the chest cavity operation and the fragments were recovered. The trocar was inserted between the ribs, and contact with the ribs is suspected to be the cause." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was used in a thoracoscopic esophagectomy procedure on (B)(6) 2025, and ¿a fragment of the trocar detached inside the body. It was noticed during surgery, and the fragment has been retrieved. During the procedure, the trocar was found to be easy to dislodge, and upon inspection, damage and detachment of a fragment (tip portion) were discovered.¿ the procedure was completed with the use of an alternate same device. Further assessment found there was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. The patient's current status is: "fine. The patient was not affected by the product problem and is scheduled to be discharged tomorrow. The procedure was vats (not robotic surgery). The break was discovered at the end of the chest cavity operation and the fragments were recovered. The trocar was inserted between the ribs, and contact with the ribs is suspected to be the cause." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.